Event description:
It was reported that the generator gave an error 1 generator error prior to the start of a case. The generator was swapped with another gen04 generator and the case was completed with no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis site found that the unit boots up with error 1. The site replaced the main pcb to correct error 1 issue. The site also replaced the bezel. The generator was serviced, then burned in, functionally tested, and was found to operate properly.